Event description:
Fluid leaking from saline flush and package before use. Leaking appeared to be coming from plunger portion. Second package reviewed and drops of liquid was noted outside of syringe in package. Manufacturer response for saline flush, (brand not provided) (per site reporter) sent a mailing label so products could be shipped back to them for review.